Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. A new replacement battery cap for the insulin pump was shipped to the customer. The customer also called back after three weeks and reported that the doctor of the customer found air in the reservoir. No additional information was provided.